Event description:
The reporter did not state the reason for the return of the personal alarm ii model 8203. There was no patient contact or injury reported. Inspection shows that the alarm has a battery acid leak which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Evaluation results: (other) - there is evidence of a battery acid leakage inside the alarms battery compartment. Note: this model has been discontinued by the posey company.